Event description:
A report was received that the pt had a pocket revision due to discomfort at the pocket site. The physician repositioned the pocket to a more comfortable position, nothing was implanted or explanted. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.